Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that there was a three way connector leakage. No further details have been reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was irrigated and no blockages were noted, however some biological debris was flushed out. The eds iii system was leak tested along with the needless port and the three way connectors and no leaks were found. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.